Manufacturer narrative:
Correction to manufacturing site: medwatch sections d3 and g1b: berlin (3003724334).

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the generator is automatically switching off. There were no reports of patient harm.

Event description:
The generator displayed error code e090 associated with the restart.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Corrected field: b5. The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.